Event description:
Boston scientific received information that the patient presented to the clinic as the device was beeping. Upon interrogation it was found that this device reached elective replacement indicator (eri) due to an extended charge time that was outside of the extended charge time limit for this device. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Additional information was received that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.